Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother stated that they do not have a sensor in currently, and is using ios 9.2 which is not compatible with our application at this time. Dexcom representative advised patient's mother that if the issue persists, to uninstall and reinstall the application. Also educated her on the unsupported ios version. No additional patient or event information is available.